Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. A pre-procedure femoral angiogram showed no presence of calcium in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, selected the mynx cadence for femoral arterial closure. Reportedly, the physician shuttled down to expose the advancer tube. When the physician retracted the sheath, the advancer tube did not engage. The mynx cadence was removed and the physician converted the patient to less than 15 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.